Manufacturer narrative:
(B)(4). Product registration ¿ correction b5: describe event or pro ¿ additional d4 catalog no ¿ correction d4 serial no, lot no, expiration date ¿ additional primary UDI number ¿ correction d9: date device returned ¿ additional d9: device returned to MFR ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h4 device mfg date ¿ additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).